Manufacturer narrative:
Findings: pump received with the operating currents within specification. And passed the self-test, error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Pump primed properly and no excessive no delivery alarms noted. Pump passed the dat test. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to liver issues on (B)(6) 2017 on 600 mg/dl with a blood glucose level of over 600 mg/dl. The customer experienced weakness. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer was wearing the insulin pump during the hospitalization. The customer did not troubleshoot and did not send the product back for analysis.